Event description:
During servicing of the v60 for another issue, the service technician identified in the diagnostic event log occurrence of error 111c (da pcba adc failed/data acquisition board analog-to-digital converters). There was no patient involvement.